Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator emitted smoke from the battery area and shut down. The service personnel (sp) inspected the ventilator and could not confirmed the reported issue of smoke. Sp found that the ventilator generated a battery error and restarted on the day of the event. To solve the issue, sp replaced the rechargeable li-ion (lithium ion) battery and gui (graphical user interface) assembly. The ventilator passed all the tests and calibrations. It is in working condition and has been returned to the customer. The investigation could not confirm the reported issue but found fault with the rechargeable li-ion battery and gui assembly as secondary issue, a cause to the reported issue was not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator emitted smoke from the battery area and shut down. One pb980 ventilator was evaluated. The service personnel (sp) inspected the ventilator and could not confirmed the reported issue of smoke. Sp found burnt component of gui interface pcba with damaged battery. To solve the issue, sp replaced the rechargeable li-ion (lithium ion) battery and gui (graphical user interface) assembly. The ventilator passed all the tests and calibrations per manufacturer specifications at the time of service and was returned to the customer. It is likely the reported smoke was a result of the thermal damage to the gui pcba of the gui assembly along with damaged battery. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator emitted smoke from the battery area and shut down. The device was available for evaluation. The service personnel (sp) inspected the external and internal components of the ventilator and no burned areas were observed. Functional testing of ventilator found a battery with a red light emitting diode. Review of the ventilator logs indicate the ventilator generated a battery error and restarted on the day of the event. It was recommended that the ventilator be removed for further testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator emitted smoke from the battery area and shut down. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator without injury.